Manufacturer narrative:
(B)(4).conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). This medwatch report 2210968-2013-15048 is being voided as it does not meet serious injury or malfunction reportability criteria. This event is therefore not reportable.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. When dispensing the product the suture was not attached to the break point. Another like device was used to complete the procedure. There were no adverse patient consequences.